Event description:
On 5/30/95, co received an electro-physiology study completed by the physician. The physician stated the pt was "undergoing reoperation for an ICD sense/pace lead with electrical noise. Furthermore, the current device is at near end of effective battery life." The conclusion states, "1. Successful implantation of a differnt model ICD at pulse generator change. 2. Implantation of new pace/sense lead. 3. Unable to identify malfunction of adapter or previously implanted pace/sense leads."